Event description:
It was reported that the left ventricular (lv) lead experienced dislodgement. The lead was explanted and replaced. No patient compli cations have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6935m49 lead, implanted: (B)(6) 2014. (B)(4).